Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6)2025 due to insulin flow blocked alarm. The blood glucose level was high at the time of event and the patient got treated with intravenous fluids of saline and insulin. The trace ketones were tested high. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the model number, serial number, lot number and expiraration date under d4 and device manufacturer date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 22-jan-2026 against "lot number 5407740 and similar malfunction code(s): occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The review confirmed that lot 5407740 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 22-jan-2026 against "lot number" criteria equal 5407740 and similar malfunction codes occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The count of complaint is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5407740 was manufactured according to the work instruction (wi) and manufactured in the machine 10 on 08-feb-2023, with a total of (B)(4) units. The sub-assembly. Welding of the lot 5415849 was manufactured according to the work instruction (wi) and manufactured in the gluing machine ls06, ls011 and ls07, on 07-feb-2023, with a total of (B)(4) units. The sub-assembly. Welding of the lot 5415181 was manufactured according to the work instruction (wi) and manufactured in the gluing machine ls06, ls011 and ls07, on 03-feb-2023, with a total of (B)(4) units. The sub-assembly. Welding of the lot 5415181 was manufactured according to the work instruction (wi) and manufactured in the gluing machine ls24 and ls25, on 07-feb-2023, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5415813 was manufactured according to the work instruction (wi) and manufactured in the gluing machine 03, on 07-feb-2023, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5407914 was manufactured according to the work instruction (wi) and manufactured in the gluing machine 03, on 01-feb-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4) on 26/oct/2023. The reference samples were visually inspected and tested for flow. All test results were within specifications. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts).

Event description:
To date no additional patient or event details have been received.